Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and went to the emergency room (ER). The right ventricular (rv) lead was checked and undersensing of ventricular ectopy was noted on presenting electrogram. The lead remains in use. No further patient complications have been reported as a result of this event.